Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the prialt was not effective as patient tolerance vs. Efficacy. The cause of the pump movement was unknown. The pump was close to end of battery life; replacement and pocket revision scheduled. The patient¿s weight at the time of the event was (B)(6). Medical history was extensive prialt for parietal neuralgia and neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately (B)(6) 2014. It was reported prialt had not been effective for about three years; "up and down, up and down," but it helps some. The patient hopes to find something better than prialt. The pump had been uncomfortable for 5-6 months. The patient believed it had moved. The patient was redirected to follow up with their healthcare provider. No further complications were reported.